Event description:
A customer reported a complaint of high readings on their xceed blood glucose meter. The customer obtained readings of 106mg/l and 102mg/l with comparison readings of 67 mg/l and 75 mg/ within a ten-minute timeframe. When plotting each of the readings against the average on a parkes error grid the results fall in the 'c' zone, which shows the difference to be clinically significant. There was no report of death, serious injury or mistreatment. The customer's meter and test strips have been requested for investigation.